Event description:
It was reported that during a gastric bypass procedure, the device stopped working mid way through the case; the hospital did not record the error code. The shear was retorqued with a torque wrench and retested - it failed. They tested the hand piece with a test tip, the hand piece passed, so they replaced the shear. Surgery was prolonged five to ten minutes. There were no adverse consequences for the pt. Add'l info: blade was broken later during cleaning, this did not occur during the case.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code. A possible cause of an error code is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.